Event description:
A surgeon reported that the cutter did not actuate well during surgery. The cutter was exchanged, and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer returned one 25+ probe for not actuating well during surgery. The sample was visually inspected and found to be nonconforming because the cutter was completely closed across the port opening. The needle was loose inside the stiffener sleeve. The sample was functionally tested and found to be nonconforming for the actuation test. The probe was disassembled and the components inspected. The needle remained attached to the inner cutter after removal of the inner cutter from the body. There was no evidence of adhesive on the interface between the needle/stiffener assembly. Five (5) lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to manufacturer's acceptance criteria. The complaint of the 25+ probe not actuating well during surgery was caused by a lack of adhesive on the interface between the needle/stiffener assembly. (B)(4).